Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-05370 pertains to the other device. It was reported to boston scientific corporation that during a procedure, the suture used with the precision speedtac anchoring system broke. The metal anchor was positioned within the bone when the suture broke away from the anchor. No portion of the suture remained inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿